Event description:
The pt called lifescan and alleged that their meter would not power on. The medical affairs specialist spoke to the pt and obtained/verified the following info: the last time the pt was able to test on their meter was in 2005 in the morning. Pt has since been testing on their neighbor's meter. On the day of the event, pt tested on their neighbor's meter and reported a result of 345 mg/dl. Pt was feeling sweaty, thirsty, and sleepy at the time of testing. Pt visited their physician approx 2 hours later and he advised to go to the hosp. Pt does not remember their blood glucose result, only stating that it was "200-something mg/dl." The pt was admitted for a stomach infection and stated that the infection was causing their blood glucose to rise. The pt was using the correct test strips, that the battery was correctly installed, in good condition, and less than 1 year old, and the battery contacts were in good condition. Based on the info provided, there is evidence of a meter malfunction, and there is no evidence of the meter contributing to a serious injury. The pt was still able to test their blood glucose when their meter was not working. This complaint is being reported as a product malfunction due to the power issue being unresolved through troubleshooting. A replacement meter is being sent.